Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had dislodged and that tissue was noted on the helix. The lead was removed and replaced. The existing ventricular lead was removed, inspected and reimplanted. No patient complications have been reported as a result of this event.